Event description:
It is reported that the device was implanted in 2007. Approximately two days post-op, it was realized that the incorrect device was implanted in the patient. The patient was revised two days later, where the correct device was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.